Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, and clamp function test; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that effluent solution was leaking past the twist clamp of the transfer set while the twist clamp was in the closed position. The transfer set had been in place for 15 days. The transfer set was replaced. There was nothing found by the nurse that could have caused or contributed to the leak. There was no patient injury or medical intervention reported. No additional information is available.